Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) incident was identified which occurred on (B)(6) 2010, during drain cycle 3. The patient drained 2867 ml. The programmed fill volume was 1500ml. This drain meets iipv criteria.

Manufacturer narrative:
(B)(4). Device was received operative and in good condition. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the home choice return instrument test / evaluation (rite) electrical test and the rite functional test. The assignable cause of the iipv ((B)(4), drain volume 2867 ml) was determined to be: insufficient drain. Use error. Inappropriate bypass of the initial drain & insufficient drain. False empty detect and use error. Clinician inappropriately set the minimum drain % too low. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Follow up: product surveillance followed up with the nurse provided the results of evaluation and the probable cause identified. The nurse stated that sometimes the mom disconnects the machine and the nurse had addressed these concerns with the mom. The nurse also indicated that the hp is doing better since she had her catheter repositioned and will be back on pd therapy in a week. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products. (B)(4).

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA, (B)(4) for overfill.